Manufacturer narrative:
The device is not available to the manufacturer.

Event description:
It was reported that during an attempt to implant the stent (subject device), in the recapping maneuver, the stent (subject device) spontaneously detached from the microcatheter. The procedure was completed successfully. No clinical consequences were reported to the patient due to this event.

Manufacturer narrative:
Due to the automated manufacturing execution system (mes) system there are controls in the manufacturing process to ensure the product met specifications upon release. During visual inspection it was found that the subject device was returned together with the microcatheter. The stent was found to be deployed. The stent was found to be deformed. There were 2 stent introducer sheaths returned. (No info which one belongs to the returned stent device). One of the stent introducer sheaths was found to be broken/damaged. Tips of both stent introducer sheaths were found to be damaged. The distal end of the stent delivery wire (sdw) was found to be kinked/bent. The stent was found to be intact. The returned microcatheter was found to be intact. Functional inspection for the reported event of the stent deployed prematurely during use was not preformed as the stent was confirmed to be deployed during visual inspection. Functional inspection for the reported event of stent difficult/unable to advance or pullback through catheter could not be performed as the stent was deployed. The reported event is covered in the device directions for use (dfu). As well, the risk of the reported event is documented in the risk documentation and there are current controls to mitigate the risk of the as reported event. The reported stent deployed prematurely during use was confirmed during analysis. The reported stent difficult/unable to advance or pullback through catheter could not be confirmed/duplicated; however, the analysis results are consistent with the reported event. The device failed to meet specification when received for complaint investigation based on the analyzed anomalies noted to the device. Additional information received indicated that the device was prepared for use as per the dfu, the device was confirmed to be in good condition prior to use on the patient, continuous flush was set up and maintained and the patient¿s anatomy was described as 'severely tortuous'. The device was analyzed. The returned stent was found to be deployed and deformed. The sdw was found to be kinked/bent. The tip of the stent introducer sheath was found to be damaged. It is probable that these damages and severely tortuous anatomy may have caused the reported issues. An assignable cause of procedural factors will be assigned to the reported event/analysed defect stent deployed prematurely during use and to the reported event stent difficult/unable to advance or pullback through catheter, and to the analysed defects stent introducer sheath distal tip damaged, sdw kinked/bent, stent deformed, stent introducer sheath damaged as the issues are associated with a product that meets stryker design and manufacture specifications and was used in according with the dfu but due to procedural and/or anatomical factors during use, the product performance was limited.

Event description:
It was reported that during an attempt to implant the stent (subject device), in the recapping maneuver, the stent (subject device) spontaneously detached from the microcatheter. The procedure was completed successfully. No clinical consequences were reported to the patient due to this event.